Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the actual device was not returned for evaluation. However, evaluation of the log files and returned photo confirm the reported condition. Review of the photo revealed that the array was not properly assembled with the array clamp which would have allowed the array to rotate. Based on the investigation findings of the log files, the cause was linked to the user accidentally or intentionally removing the femur fixed bone array at the end of the anterior cut step but before performing the posterior cut step. The investigation found no issues or defects, and the system was operating properly and accurately. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, additional concomitant medical device, robotic assisted array set knee.

Event description:
This is report 2 of 2 for the same event. It was reported from japan that during a total knee arthroplasty procedure, it was observed that during the posterior osteotomy, there was a phenomenon in which the robot arm and the handpiece "floated". It was reported that as a result, the osteotomy was larger than planned. It was reported that an error screen was displayed and afterwards the robot stopped being used. The reporter stated that the ¿severely¿ cut bone was fixed with bone cement in order to correct the cut. Multiple attempts were made to obtain additional information regarding the severity of the cut bone, however no further information was provided. It was reported that the surgeon operated femur first, osteotomy up to the front of the femur and was performed without any problems. Based upon the returned photo, the array had fallen off of the array clamp and was rotating internally. It was further reported that the array was removed once and re-attached again during the medical operation in order to facilitate the operation. This issue occurred while using the robotic-assisted solution satellite station and robotic assisted array clamp device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The procedure was reported to have been completed as initially planned and there was no impact to the expected surgical outcome. There were no negative outcomes to the patient reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from japan that during a total knee arthroplasty procedure, it was observed that during the posterior osteotomy, there was a phenomenon in which the robot arm and the handpiece "floated." It was reported that as a result the osteotomy was larger than planned. It was reported that an error screen was displayed which afterwards the robot stopped being used. It was reported that the severely cut bone was fixed with fixsorb and a primary implant was used. It was reported that the surgeon operated femur first, osteotomy up to the front of the femur and was performed without any problems. Based upon the returned photo, the array had fallen off of the array clamp and was rotating internally. It was further reported that the array was removed once and re-attached again during the medical operation in order to facilitate the operation. This issue occurred while using the robotic-assisted solution satellite station and robotic assisted array clamp device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, satellite station device, january 11, 2023. The device serial/lot number and manufacture date are unknown. UDI: (01) (B)(4); (21) unknown.